Manufacturer narrative:
The product was returned and the failure mode was confirmed. During inspection of the 5mm peek multifunction handle, it was confirmed that the insulation was compromised in the form of dings, dents and deep scratches throughout the shaft of the device. The 5mm peek multifunction handle failed the insulation integrity test. The probable root cause/s could be normal wear or user mishandling, due to dings, dents and scratches noticed throughout shaft's insulation on the device. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.